Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the investigation showed the hamilton-c6 performed a reboot of the interaction panel. The ventilation continued, but the screen went black. The problem can occur for sw 1.2.1 or sw 1.2.2 in cases when the intellivent-asv mode is used. The root cause has been determined to be a sw bug, and in order to solve this, a software update is required. This type of malfunction can occur if a user tries to set the target shift setting in intellivent-asv mode. This software will be rolled out via a fsca.

Event description:
The following was reported to the hamilton medical ag: the user reported a panel connection lost during ventilation.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag is one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be most likely a bug in the software. In consequence various fix bug procedures from the software department have been initiated to resolve this issue in the software. After the event, the device was checked for damage to screen, cable and connectors, no damage could be found. There was no patient or user harm.

Event description:
The following was reported to the hamilton medical ag: the user reported a panel connection lost during ventilation.